Manufacturer narrative:
Product analysis conclusion; the reported aortic neck enlargement could not be confirmed on the films provided. The anatomy at implant is unknown and earlier post-implant CT¿s were not available including recent CT¿s to appreciate the increase in aortic neck diameter or decrease in aneurysm sac size. No endoleak was observed on the films provided. It is most likely that disease progression over the ~2.5 years of implantation led to enlargement of the patient¿s aortic neck. Analysis of the returned report did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of an abdominal aortic aneurysm. It was reported on the date of a CT, it was noted the patient's proximal neck had enlarged without any evidence of an endoleak. It had appeared that the aneurysm sac diameter has decreased in size from 70mm to approximately 66mm. Intervention was performed, a valiant navion stent graft was placed below the sma while two renal stents were also implanted. Both renal arteries were patent on final angiogram. As per the physician the cause of the event was disease progression. No additional clinical sequelae were provided and the patient is fine.